Manufacturer narrative:
Approximate age of device - 4 years. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient has had multiple admission since (B)(6) 2018 including acute respiratory distress.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported acute respiratory distress could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas. The submitted log file contained data from (B)(6) 2018 to (B)(6) 2019. No atypical alarms were observed. The pump speed remained above the low speed limit and the pump appeared to be functioning as intended. No additional information was provided. The hmii lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides information regarding pump speed, power, flow, and pulsatility index. No further information was provided. The manufacturer is closing the file on this event. Previous admissions were covered under MFR #2916596-2019-00517, MFR #2916596-2018-04401, MFR #2916596-2018-04778.

Event description:
Additional information was received that stated the respiratory distress admission occurred on (B)(6) 2018.

Event description:
Additional information: the patient reportedly experienced bradycardia and cardiogenic shock that was reported as not related to the lvas or lvad therapy. It was reported as a patient condition and related to the patients pre vad condition of cardio-myopathy. The patient was reportedly treated and discharged home and remains ongoing. If additional information is received reportability will be readdressed.